Event description:
It was reported that prior to an unknown procedure, three devices were opened and appeared to have a split balloon. Customer threw away each device. A new device of the same product code was used to complete the case. No patient consequence reported. No devices returning.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.